Event description:
It was reported that when the caller tried to reprogram the device to the original pacing vector they got an error message. Another vector was programmed without difficulty and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was low resistance/impedance. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012. The programmer s2d data file (B)(4) shows an alert event for "left ventricular ring to right ventricular coil lead impedance 171 ohms." On (B)(4) 2012.